Event description:
A vaxcel mini port was inserted for therapeutic purposes in 2004. Upon CT exam (unrelated to the port) the doctor noticed a partial fracture in the catheter. The port was successfully explanted in 2006, due to termination of therapy. The complainant reported that there was no adverse affect on the patient as a result of the reported procedure.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event.